Event description:
The customer reported to olympus that the objective lens was damaged while using the camera head. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found the focus ring was flooded. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause of this phenomenon could not be determined because the actual product was not returned. The deformation of the focus ring indicates that it may have been subjected to an impact. It is assumed that the focus ring could no longer maintain its watertightness, and that water intrusion led to flooding. A device history review revealed no issues were found. This issue is addressed in the instructions for use (IFU): in the instruction manual "chapter 8 care, storage, and disposal_ 8.1 care of external part and cover glass care of external part and cover glass", the following is described in the "caution" section. Never use a hard cloth, etc., which may scratch the cover glass. The following is described in the "warning" in the "instructions for use" section of the instruction manual: - never use a hard cloth, etc., which may scratch the cover glass. If an abnormality occurs in the endoscope image or function and it returns to normal spontaneously, the equipment may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the objective lens was damaged while using the camera head. The issue occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields. Updated: b5, e3, g2, g3, g6, h2, h10.